Event description:
Removal of endosseous dental implant. Implant was placed on 06/25/97 in site #20 (class ii-iii bone) during a complex procedure in which implant was placed in an immediate extraction site. Bone augmentation was performed using freeze-dried bone and a resorbable membrane. The clinician reports that the socket in site #20 was difficult to regulate. The clinician also reports that the reason for implant failure is due to the fact that the patient removed some of the sutures 4 days post surgery. When the clinician examined the patient, there was also no evidence of the membrane. This set the stage for early soft-tissue invasion into the defect. The implant was removed on 08/07/97 due to pain and swelling.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.